Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the device would not power on. There was no patient involvement.

Manufacturer narrative:
Philips field service was declined by the customer. The device was not returned for investigation. Customer requested a replacement for the power management board to resolve the issue. Due diligence has been performed to obtain additional information about the reported event. To date, no further information has been received.